Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During, the device evaluation. The maintenance unit exhibited a broken power cord receptacle inlet. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 of the initial report to remove lot number "7855878". The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there was a break in the power supply inlet. However, a root cause into how the supply inlet became broken was not identified. Olympus will continue to monitor field performance for this device.